Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's therapeutic consultant reported that he was unable to interrogate a generator with his tablet on (B)(6) 2016. He used the hospital's tablet and was able to successfully program the device so patient care wasn't affected. Later on (B)(6) 2016, he was unable to interrogate his demo 106 generator. He was receiving an "error establishing communication" message immediately when he pressing the start interrogation prompt. The 9v battery was tested and was adequate. The tablet was not plugged into the wall, helping to eliminate emi. The usb serial cable was unplugged, and plugged back in. After waiting 15 seconds, the same communication error message was obtained. A replacement usb cable was provided. The suspect usb serial cable was discarded, so analysis is unable to be performed. Based on the available information, there is sufficient information to suggest usb serial cable failure.